Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission the patient's implantable cardioverter defibrillator was found to have exhibited over-sensing of myopotentials. Corrective programming changes were recommended and an in-clinic check was scheduled to resolve the issue. The patient was in unknown condition.